Event description:
Sorin group received a complaint reporting that, towards the end of a procedure, the jaw of the bipolar broke off. The piece was reportedly retrieved and discarded. The user reported that he believed he applied torque to the bipolar and the jaw broke off. There was no patient injury.

Manufacturer narrative:
Sorin group USA received a complaint reporting that, towards the end of a procedure, the jaw of the bipolar broke off. The piece was reportedly retrieved and discarded. The user reported that he believed he applied torque to the bipolar and the jaw broke off. There was no patient injury. The bipolar was returned to sorin group USA for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.